Event description:
It was reported that the pt came to the emergency room complaining of abdominal pain. The pt was admitted to the emergency room and the pt's status was reported to be fair. The pt did not have a programmer. The pt was being taken to surgery. Details of surgery were not reported. The relationship of pt's symptoms to the device and therapy were not reported. Add'l info has been requested, but was not available as of the date of this report.